Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro pro drug-eluting stent system was selected for treatment of a moderately calcified lesion (75 percent stenosis degree) in the mildly tortuous mid rca. The device could not be advance and the stent struts were damaged upon removal.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the angiographic material did not provide any further relevant information with regards to the root cause of the complaint. The actual complaint event is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.